Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to lead migration, which was confirmed through x-ray imaging. This migration resulted in inadequate stimulation for the patient. The patient underwent a lead revision procedure wherein the lead was explanted and replaced. The lead will not be returned for analysis. Postoperatively, the patient was doing well.